Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with self-reported glucose values around 275¿300 mg/dl and episodes prompting disconnection from the pump and corrective subcutaneous insulin injections, after which the healthcare provider advised discontinuation of the device and a return to the prior therapy. Symptoms included shakiness and sweating associated with elevated glucose. Outcomes included device discontinuation and return by the patient. Investigation included a review of the complaint details. Investigation of this case revealed an unclear cause of the hyperglycemic events based on available information. It was concluded that the cause of the reported hyperglycemia was undetermined.